Event description:
It was reported that the customer was hospitalized and subsequently admitted into the intensive care unit; details and nature of hospitalization were not provided. The customer reverted to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.